Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of "image does not appear" was not confirmed. A root cause could not be identified. The reported malfunction of "image does not appear" did not occur in the regional repair center (rrc), and as a result it was difficult to identify the cause of the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's image did not display during sedation for a therapeutic laparoscopic total nephrectomy. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's image did not display during sedation for a therapeutic laparoscopic total nephrectomy. The procedure was completed using an olympus back-up device. There were no reports of patient harm.